Manufacturer narrative:
The calcium calibration performed on (B)(6) 2022 had standard 2 results that appear higher. The calibration was for a new lot of the reagent. The total protein calibration performed on (B)(6) 2022 was within specifications. The total bilirubin calibration performed on (B)(6) 2022 was within specifications. The total bilirubin qc1, qc2, and qc3 for the standby and current reagent packs were within specification on the date of the event. There was no indication of a performance issue with the reagent. The calcium qc1 and qc3 for the standby and current reagent packs were within specification on the date of the event. There was no indication of a performance issue with the reagent. The total protein qc1 and qc3 for the standby and current reagent packs were within specification on the date of the event. There was no indication of a performance issue with the reagent. The field service engineer (fse) inspected the module and found a hole in the rinse tubing because it was not within the clamp. He noted the rinse nozzle to be leaking. He then replaced the rinse tubing line and adjusted the rinse volumes. He verified that the module was operational. The customer performed qc and precision tests with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3, ca2 calcium gen.2, and tp2 total protein gen.2 and other assay results from multiple patient samples tested on the cobas 8000 c 702 module. The reporter was able to provide these examples of questionable results: the initial results were reported outside of the laboratory. The patient samples were rerun on another c 702 module. Sample 1 - the initial total bilirubin result from the module was 1.44 mg/dl. The repeat result from the other module was 2.13 mg/dl. Sample 2 - the initial calcium result from the module was 6.0 mg/dl. The repeat result from the other module was 9.6 mg/dl. Sample 3 - the initial total protein result from the module was 5.6 g/dl. The repeat result from the other module was 6.9 g/dl. The repeat results were deemed correct.  The calcium reagent lot number is 62699901. The expiration date is 30-jun-2023. The total protein reagent lot number is 652264. The expiration date was requested but not provided. The total bilirubin reagent lot number is 633564. The expiration date was requested but not provided.